Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
During patient use, the doctor increased the ventilator respiratory rate from 12 to 22 breaths per minute. Following this adjustment, the ventilator displayed an internal o2 sensor fault alert and an audible low-pressure alarm. The patient was transferred to another ventilator. No patient harm was reported. After removal from patient use, the user observed continuous gas flow exiting the inspiratory port while the ventilator was in the standby mode. During troubleshooting, the o2 valve calibration failed. No leaks were identified in the regulators or psols. The o2 sensor passed testing, and the manual inspiratory-side leak test also passed.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.